Manufacturer narrative:
A complain investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The cause of the second implant was unrelated to the first implant but the first implant had to be removed to allow for treatment of a new fracture, thus an adverse event occured. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The im nail was replaced with a 10mm x 400mm, standard nail using two proximal screws. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
On (B)(6) 2015, we became aware that a sign im nail was removed from a patient's right femur in order to treat a new injury which had caused a second fracture to occur. The original fracture was 100% healed. The new fracture required an implant to be inserted in the opposite direction within the same area of the bone canal as the original implant. Both implants were sign im nails.